Event description:
Pt alleges her implants are leaking. Pt's radiology report stated "images of right breast implant demonstrate a small lobulation of implant medially and superiorly. There appears to be a fine radiolucent line at base of this lobulation suggestive of silicone material outside of capsule of implant. On left side, there is a larger lobulation of silicone. Status post bilateral mammoplasties with evidence of herniation or more liekely, intracapsular implant leak."

Event description:
Pt alleges her implants are leaking. Pt's radiology report stated "images of right breast implant demonstrate a small lobulation of implant medially and superiorly. There appeares to be a fine radiolucent line at base of this lobulation suggestive of silicone material outside of capusle of implant. On left side, there is a larger lobulation of silicone. Status post bilateral mammoplasties with evidence of herniation or more likely, intracapsular implant leak."